Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was unable to verify the customer's reported issue. The device passed 121 hour extended testing at the customer's settings. The device passed initial final test and initial alarm volume test. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
The customer reported that the revel ventilator reset and failed while connected to a patient. The patient was removed from the device and provided positive pressure ventilation via manual resuscitator for the remainder of the flight. The customer confirmed that there was no patient harm associated with the reported event.